Event description:
It was reported the pt was unsatisfied with the placement of the ipg. The pt reported the ipg felt superficial under the skin and it was in a position in which his belt would rub the area. The pt was scheduled to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.